Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values where the cgm reading was 70 mg/dl. The patient began experiencing symptoms of sweating but did not take a fingerstick. Shortly afterward, she lost consciousness. Her son called the paramedics, who arrived at her home at approximately 11:00 am. Upon assessment, the paramedics took a fingerstick, and blood glucose reading was 28 mg/dl. It was unknown what the cgm reading was at that time. The patient was treated with intravenous glucose and regained consciousness after treatment. At that time, her sensor was displaying a ¿sensor failed¿ message. No further medication was reported, and the patient did not go to the hospital. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.